Event description:
Additional information was received that the valve was recaptured 2 times due to the valve dislodging upon each deployment attempt at 80%.

Manufacturer narrative:
Updated data: b5. D4. Corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 23 millimeter (mm) transcatheter valve, the valve would not completely expand in warm saline. Subsequently, a new 23 mm transcatheter valve was opened. Upon 80% deployment of the new valve, the valve dislodged and would not seat in the annulus. The valve was recaptured and withdrawn from the patient, and a new transcatheter valve was used to complete the procedure. Per the physician, the patient's anatomy, specifically the patient's annulus being too large for the 23 mm valve, contributed to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed 2 times and recaptured 2 times. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm) and the left coronary cusp (lcc) was not assessed due to the valve dislodgement. After valve dislodgement, the implant depth on the ncc remained at 4 mm. Additionally, a medtronic guidewire was used during the procedure. Following the dislodgement of the 23 mm valve, it was decided to upsize to a 26 mm valve. The 26 mm valve was implanted without issue.

Manufacturer narrative:
Updated data: b5. D4. D10. Continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {{0195-heart valves}; implant date {n/a}; explant date {n/a} e1. E4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.